Manufacturer narrative:
A review of the pathology slides was completed by an independent pathologist. The findings show a blood clot and some foreign material. The foreign body giant cell reaction seen on the original slide can be related to material left behind during surgery such as an old blood cot. The pt also has a history of a silastic implant that could also cause the foreign body reaction. Based on this info, the device did not cause or contribute to this event.

Event description:
This patient has a history of chronic craniomandibular pain and discomfort which has been unresponsive to conservative therapy. She was also involved in a motor vehicle accident where her glenoid fossa prosthesis was loosened. During the procedure to replace the loosened fossa prosthesis (9/2/97), a foreign body reaction was noted to the acrylic heads of the condylar prosthesis which were noted to be abraded. The patient was scheduled for elective replacement of the condyles on 12/15/97.